Manufacturer narrative:
It was reported to davol by the patient's surgeon that after implant of a crurasoft patch, the patient experienced dysphagia. It was reported that an upper g.I. Endoscopy showed that the patch had eroded into the patient's esophagus. We have attempted to contact the surgeon to obtain additional information and request return of the device. If it was explanted, for evaluation. Currently, it is unknown whether the device may have caused or contributed to the alleged event. Davol has not received any medical cords, including the referenced upper g.I. Endoscopy results, no lot number has been provided and it is unknown whether the device has been explanted. Without additional information, no conclusion can be drawn.

Event description:
Based on information reported to davol: on ni/ni/ni - patient who had a crurasoft patch implant was complaining of dysphagia post-operatively. Evaluation with an upper g.I. Endoscopy revealed the crurasoft had eroded into the patient's esophagus.